Event description:
It was reported to philips that the monitor was not switching on; identified as color monitor defect on a allura xper fd20 biplane or table. The clinical use of the system was outside clinical use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 19" color lcd monitor cr (dc19-lcr) and handed over the system in working condition. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).